Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine [1 mg/ml] at a rate of 0.2747 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient missed their pump refill appointment and a low reservoir alarm occurred on (B)(6) 2017. The patient did not hear the non-critical alarm but did hear the critical/empty reservoir alarm on (B)(6) 2017. The patient was being refilled and there were no associated symptoms reported.